Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: posterior fusion for scoliosis correction was performed on this patient on (B)(6) 2013, using universal reduction screws. It was reported that patient has poor bone quality and the vertebral bodies were difficult to see on the intraoperative x-ray images. Following the operation, the patient had a CT scan and all the screws appeared about 5mm too long and protruded out of the front on the vertebral bodies. The surgeon reported that the actual screw length of the universal reduction screws was not the length measured when he progressed the probe into the vertebral body and there is discrepancy and variance. The patient will now need to have revision surgery. No further information is available at this time. This report is for an unknown universal reduction screw from the uss system. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.